Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operatingsystem. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was the mobile device updated its operating system which closed the app. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.